Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Complaint reviewed and analysis showed no trend for (B)(4) lot no: 126390071. Device history record reviewed.

Event description:
Allegedly, removed during the revision of another component.

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00159, 00161.